Event description:
A customer reported the swivel mechanism of their epiq 7 ultrasound system's control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. Philips remote engineering provided the customer with the bearing part number as the customer is taking responsibility for servicing the device. A thorough engineering investigation has been performed to identify the root cause of the reported issue. The engineering team determined the failure was a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.